Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 507 mg/dl at time of incident. The customer reported reported that they had no delivery alarm. The customer was advised to reconnect tubing at quick set release and prime a 5 units fixed prime or fill cannula and the insulin exited. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.(B)(4).